Event description:
A nurse anesthetist reports that she has been diagnosed with a type I latex allergy. She states that this allergy is a result of her exposure to latex gloves mfg and sold by vaious glove mfrs.